Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. Technical support was unable to troubleshoot the occlusion as the customer was unable to resume insulin due to a cartridge alarm, and further details were not provided. Reportedly, customer was able to load a cartridge and resume insulin successfully.